Manufacturer narrative:
D9 - date returned to mfg is 5/26/2023. Received on used sample item #011-mc33048 connected into a 5ml bd syringe was returned for evaluation, as received there was observed a stick down condition in the microclave where the syringe it's been connected. The set was primed and it was observed a leak at gravity pressure from the microclave that presented stick down condition, no additional leaks were observed. The microclave was dissembled and there was observed a bent condition in the spike and damage in the top seal (slit propagation and coring condition), no physical damage or abnormality were observed. Complaint of leaks can be confirmed based in the physical sample evaluation. The probable cause is due to access with an incompatible mating device during use. The device for use (dfu) states: the clave/nanoclave/microclave are compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for investigation- it has not been received. The initial reporter phone is (B)(6). Additional contact: (B)(6).

Event description:
The event involved a 24 cm (9") smallbore quadfuse ext set w/4 microclave® clear, 4 clamps, rotating luer where it was reported that the microclave was found to be leaking noradrenaline from the central hole of the un-used connector. An alternative product was connected, and adjustments made to noradrenaline to compensate for leakage. There was patient involvement but no patient harm.